Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report excessively high readings with her cobranded logic meter. Comparing to another meter. Analysis run on clark error grid using competitive reading (296) as ref. Point vs bd readings (496) yielded data points in the c range of the grid, outside of acceptable limits.